Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element/wires peeled back from the jaws. No components of the device detached inside the patient reported. Opened another kit to complete case. No procedural delays reported. No patient effects.

Manufacturer narrative:
Tw ID# (B)(4). A lot history record review was completed for lots 3000333830, 3000330995, and 3000329720 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000333830- there was one (01) ncmrs , rework, or deviation documented for the ship history lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For the lots 3000330995 and 3000329720 there were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.